Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have high blood glucose of 468 mg/dl, which was treated with insulin pump and insulin pen. Customer had symptoms of frequent urination and feeling tingly. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer was calling back to perform high pressure test. Insulin pump passed high pressure test. Customer was advised to follow up with healthcare professional regarding unexplained high blood glucose.